Event description:
Reported due to broken tip in 2004, the physician was performing an interventional procedure on two lesions in the distal circumflex. He began the procedure by inserting a guidant bmw guidewire and a voyager balloon. He was unable to penetrate the proximal lesion so he decided to use a cutting balloon. The cutting balloon would not cross the lesion so he attempted a guidant 3.0 mm cross sail balloon catheter. The bmw wire was exchanged for an asahi grand slam guidewire. The grand slam wire was passed through the balloon without a challenge; however, a prolapse at the distal end of the wire was noted. The vessel was dilated but the physician was still unable to get a stent through the lesion. The cutting balloon was used once more. The "buddy wire technique" was used with a balance 190 cm wire and cypher stents. This allowed for the deployment of a cypher stent in each of the proximal and distal lesions. Upon removing the asahi wire from the pt, the physician noticed that the tip of the wire was broken off. Approximately "half o the tip" remains in the pt; however, the pt did not experience any adverse events and was discharged to home on the 2nd day.